Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient who was receiving lioresal (baclofen) with concentration "2000" at a dose rate of "400" via an implantable pump for unknown indications for use. It was reported that during the process of emptying the pump reservoir, before filling it with medication and implant of the pump, the volume taken out was only 13.5 cc. The next day the patient started to experience spasticity due to lack of medication. Several boluses were given with the pump, but the spasticity did not disappear. A bolus was given through the catheter access port and the spasticity subsided. The physician checked the pump reservoir volume after several boluses. The physician emptied the pump reservoir and the volume matched that of their clinician programmer, but the medication did not work. An x-ray with contrast through the catheter access port was performed and no leaks were identified. An x-ray of the pump motor mechanism to observe rotation of the machinery was performed and no issue was identified. It was noted that there were no known factors that may have led or contributed to the issue. They had cut part of the catheter and the pump was explanted. The pump would not be replaced in the future. The issue was resolved as on (B)(6) 2023. The patient was without injury regarding their status as on (B)(6) 2023. The pump was to be returned to the manufacturer. The patient's medical history, age, and weight at the time of the event was unknown or would not be provided.